Manufacturer narrative:
This complaint is related to mdrs#: 11828100-2014-00748 and 1828100-2014-00751. Per the customer: "of the two pumps we repaired, oil oozing onto the belt caused the slippage. In both cases, the source of the oil was from a quantity of grease in the space between the large main bearing (in the pump race) and the encoder ring (below that main bearing). Some of the grease liquefied into oil and seeped down the shaft, past the encoder ring, onto the pulley then out to the belt. Besides cleaning off grease/oil from the areas mentioned above, I also disassembled the encoder ring/pulley to clean out more of the greasy oil trapped between these two pieces."

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the customer was getting belt slip error messages on three roller pumps in about a one month time period. As a result, an alternate device was employed. The surgical procedure was completed successfully.